Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. The target lesion was located in a moderately tortuous and heavy calcified left circumflex artery. A 3.00x12mm promus premier drug-eluting stent was advanced for treatment. However, the stent came off the balloon and lodged in the arm which was then retrieved by snaring. The procedure was completed with a different stent. There were no patient complications reported and the patient was fine.